Manufacturer narrative:
Further evaluation performed by the manufacturer confirmed that the cause of the ignition was an electrical shortcut near dose pump connector. The dose pump connector at this location was burnt and damaged. Other damages were caused by heat or smoke from a flame source. The chamber damage has sign of fire coming in the chamber. Based on the photo evidence provided and evaluation performed by the manufacturers' product engineers', the electrical wiring had been modified in the past due to dose pump replacement. It appears most likely that the modification was not performed in accordance with rules of electric (wiring was too short for a new pump). It was confirmed that this wire modification had been made by the distributor personnel, not arjo. Additionally, the electrical components including wires, connector plugs are exceptionally exposed to wear, what is increased with wet and warm environment inside the flusher. According to the ninjo instruction for use (B)(4), a periodic maintenance and system testing must be performed to ensure safety and the machines' proper operation. The amount of maintenance required depends largely on the quality of the incoming water and how often the machine is used. The maintenance interval needs to be determined in each individual case. Manufacturer recommendation is to perform maintenance according to the intervals included in the manual. The maintenance may only be performed by the authorized and trained service personnel. During the preventive maintenance the qualified technician should check yearly "electrical cables and connection points to avoid personal injury as well as damage to the machine itself." The involved ninjo flusher device was in use for over 11 years before the event occurred. Based on the information gathered, no periodic inspections or maintenance were performed for this flusher and service repairs were made only when a problem occurred. Arjo device failed to meet its performance specification since an electrical shortcut near dose pump connector occurred. As per the collected information, no injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported to the regulatory authorities due to indication of a fire occurrence.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an incident involving the ninjo flusher. It was indicated that the ninjo caught fire. The fire was extinguished by the fire department. No one was injured. The device was assessed by the device distributor. As a result of this initial inspection and the photographic evidence provided, it was determined that the connection point of the dosing pump was burnt, and the chamber next to this part was also burnt.